Event description:
Complainant alleged that while attempting to defibrillate a patient who had coded, the device displayed "poor pad contact" and "cable fault" messages. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.